Event description:
It was reported that a malfunction occurred on the pump, and the caller noted that no notable events took place before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset instructions and assisted the caller in resetting the pump; the malfunction did not recur afterward. The customer could continue using the pump and acknowledged that they would contact technical support if any malfunction code appeared again.